Event description:
Father reported that the customer has been having above normal blood glucose readings throughout the night. Bolus history was reviewed and it was noted that there was a 11.8 unit bolus that was delivered without entering the blood glucose readings. Father stated that he nor his son delivered the bolus. It was noted that it may have been accidental bolus delivery at night. Customer's blood glucose reading at the time of the call was 287 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.